Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels; values not provided. Cause of bg was unknown. Reportedly, customer also went to the emergency room (ER) and was subsequently hospitalized. Multiple follow up attempts were made by tandem technical support; however, the contact and customer did not respond.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 500s range (mg/dl) with ketones. Cause was unknown. Bolus was delivered to address bg. Customer went to urgent care and was sent to emergency room. Customer was subsequently hospitalized and admitted to the intensive care unit for bg over 600 mg/dl and diabetic ketoacidosis (dka). Insulin was administered intravenously and customer was released from hospitalization two days later.